Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the insulation was defective on the synchroseal instrument. Unfortunately, the instrument reprocessing department cut off the cable before washing. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The synchroseal instrument was analyzed and during visual inspection. It was found that the cut electrode was dislodged from the jaw. The cut electrode that contains the wire sticking out of the distal tip. There was no material missing.